Manufacturer narrative:
The reported complaint of tcmid:05 (coolant diif failure) error message on the thermogard xp ivtm system (sn (B)(4)) was confirmed during event logs review but not during power on. Slew rate was performed, the contacts on p16 and lower board were checked and no problem found. The root cause of error tcmid:05 was undetermined. The thermogard system was tested and passed all inspection and functional tests. During visual inspection, no physical damaged observed. The thermogard xp ivtm system is a reusable device and was manufactured in february 2012. The device has been operating for over 6 years and has exceeded its expected serviceable life of 5 years. The initial functional testing passed all the functional tests requirements. During archive review, error message tcmid:05 (coolant diif failure) was identified on the date when the issue occurred in the event logs. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, after starting the system, the user's thermogard xp ivtm system (sn (B)(4)) prompted error message tcmid:05 (coolant diif failure). The user could not clear the error message. No patient involvement.